Event description:
It was reported that while in use on a patient, the 840 ventilator generated a device alert and the unit failed to work. The patient was removed from the ventilator and was placed on an alternate ventilator without injury.

Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. It was reported that a third party service provider performed the repair. The ventilator is currently working normally.